Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, only the connector portion of a partial lead was returned in one piece. Full breached outer insulation degradation was found adjacent to connector boot. Electrical tests did not find any indication of conductor fractures, but found shorting between conductors consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.